Event description:
Information was received from a patient who was implanted with a neurostimulator on (B)(6) 2017 for bladder control. The patient reported intermittent stimulation and noted that they could not get stimulation or the patient programmer (pp) to stay on. The patient was reviewed that the pp would power down if they don¿t press any buttons. The patient noted that the screen would go away and then the feeling of stimulation would go away, the stimulation would not stay on for more than a few minutes. The patient stated that they had trouble getting the screen to come on at the time of report. The patient was walked through using the pp and was able to connect. The pp showed that the implantable neurostimulator (ins) was on and set to 1.6 v. The patient was reviewed that if the therapy was not helping or if they wanted to see if they could feel stimulation all the time that they could try increasing the voltage. The patient stated that their healthcare professional (hcp) had told them to stay at 1.6 v for several days to get used to it and then increase. The patient noted that they would be seeing the hcp in 10 days. No further complications were reported or were expected.